Event description:
A doctor's office alleged that the maxcem elite clear had set up too quickly during procedures on four (4) patients. This is the second of four (4) reports.

Manufacturer narrative:
The patient had experienced a crown on tooth #30 which the doctor reported was not fully seated during an office visit on (B)(6) 2013. The doctor could not remove the crown; therefore, the patient was released with the crown left in place. The patient is expected to return for further treatment; however, no appointment has been set at this time. An update will be provided if any new information becomes available with regard to this patient. The product involved in the alleged incident was not returned. Lot number 4702597 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.